Manufacturer narrative:
Manufacturer's investigation conclusion: a specific cause for the patient¿s driveline infection could not be conclusively determined through this evaluation. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6), and no further related events have been reported at this time. The hm3 lvas IFU lists driveline infection and hypertension as adverse events that may be associated with the use of the heartmate 3 left ventricular assist system and states that adequate therapy for post-implantation hypertension should consistently maintain the mean arterial blood pressure below 90 mm hg. The hm3 IFU and patient handbook provide care instructions regarding how to prevent infection as well as suggested responses in the event of infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the patient was started on doxyxyxline on (B)(6) 2019 and was instructed to take this indefinitely. A culture of the driveline was obtained on (B)(6) 2020 in clinic and was positive for methicillin-resistant staphylococcus aureus (mrsa). He was instructed to continue doxycycline. This was stopped on (B)(6) 2020. No further information was provided.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) clinical trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was admitted to the hospital on (B)(6) 2019 for hypertension. Patient reported that the ulcer around the drive line looked worse. Cultures were obtained that came back positive for methicillin-resistant staphylococcus aureus(mrsa). Daptomycin was continued for an additional 2 weeks with an estimated end date of (B)(6) 2019. No further information was provided.